Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber parted at the cap. The fiber, shrink tube and jacket melted. The shrink tube burned. The fiber cap condition would result in cap detachment. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that the fiber broke; the fiber tip came off after 1.18 minutes of 6,209 joules.